Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead was repositioned. Additional information indicates that the lead had high pacing threshold which was more likely due to micro dislodgement. The lead was successfully repositioned with excellent and normal pacing and sensing numbers. No adverse patient effects were reported.